Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient claimed the animas insulin pump has intermittent power issues. The subject pump allegedly will not power on. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed records of time and date resetting on (B)(6) 2013. There was one record of ¿power on reset¿ on (B)(6) 2013. On examination, there was evidence of moisture contamination on the underside of the battery cap that was returned with the pump. The battery cap was not able to secured properly to the pump due to damage of the threads on the cap; however the cap was able to be used on the pump to complete testing. During testing, the pump experienced power loss. The pump was exercised for 24 hours with no power loss or battery-related warnings occurring. Leak testing revealed leaking at a crack in the upper right corner of the display area. The pump was opened for investigation and revealed no evidence of moisture inside the pump. Evaluation revealed the internal clock battery on the printed circuit board malfunctioned. (B)(4).